Manufacturer narrative:
Qc was within established ranges before and after the event. A field service engineer (fse) replaced the tricontinent syringe and the creatinine module. Root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high creatinine (crem) result generated by the unicel dxc 800 pro synchron® clinical systems for one patient. The sample was re-tested and repeated result was in a different clinical range. The high result was not reported out of the lab. There was no change to patient treatment in connection with this event.